Manufacturer narrative:
H.6. Investigation: samples were returned and investigated. The customer complaint that the maxzero could not be flushed through, it was occluded could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the microbore tri-fuse extension set, 3 IV c was occluded. The following information was provided by the initial reporter: lipid occluding the connector (s) on trifuse set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the microbore tri-fuse extension set, 3 IV c was occluded. The following information was provided by the initial reporter: lipid occluding the connector (s) on trifuse set.